Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified medication. It was reported prior to priming the device, particulate was noted on the blood filter of the tubing set. It was reported that the particulate was described as a fiber like substance and appeared to be part of the filter. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.